Event description:
It was reported that the target lesion was in the mid rca, and the distal circumflex, and it was reported to be a restenosis case of the pixel stent. Intervention was required. No additional information available.